Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach floss unspecified (frequency, lot number and expiration date unspecified) dentally, for oral hygiene. After an unspecified duration, metal cutter popped off and it comes off from the container when she was dispensing the floss. She mentioned that she did not pull up on it to cut. She further stated that this container was not suitable for prolonged use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 27-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-jul-2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach floss unspecified (frequency, lot number and expiration date unspecified) dentally, for oral hygiene. After an unspecified duration, metal cutter popped off and it comes off from the container when she was dispensing the floss. She mentioned that she did not pull up on it to cut. She further stated that this container was not suitable for prolonged use. This spontaneous report was received on 07-jul-2014 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach floss unspecified (frequency, lot number and expiration date unspecified) dentally, for oral hygiene. After an unspecified duration, metal cutter popped off and it comes off from the container when she was dispensing the floss. She mentioned that she did not pull up on it to cut. She further stated that this container was not suitable for prolonged use. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 18-aug-2014. The review of the manufacturing related issues revealed robust actions and effective control points for loose cutter defect. No unfavorable trends were identified. The device was used as intended for treatment (oral hygiene). Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.